Event description:
Pt got up to walk after 3 hours of bedrest post redo af ablation. Pt was instructed to take eliquis am of procedure. Pt began to bleed from groin site where vascades were placed. Lot g1012xl250715a? # 800-1012xl and lot g1012xl250813a / # 800-101sxl. Patient code: 1888. Device code: 4070. Reference report: mw5183959.